Event description:
The pt experienced signs of withdrawal, diaphoresis and return of spasticity. The pt was admitted to the hospital. The pt was treated with oral medications. The health care professional was unable to aspirate the proximal portion of the catheter. The programmer indicated that the pump had stalled and recovered several times (length of stall was not reported) with the last stall not showing a recovery. The pump remained in "stall mode". The pump and catheter were replaced. The pt outcome was reported to be better and symptoms resolved. The pump was used to deliver baclofen 400 mcg/ml.

Manufacturer narrative:
The pump and catheter have been returned to the MFR for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete. Other-catheter.